Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that almost 4 years after the dental implant and abutment were placed in ada site 13, the implant had lost osseointegration in type ii bone clinician reports an infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that almost 4 years after the dental implant and abutment were placed in ada site 13, the implant had lost osseointegration in type ii bone clinician reports an infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.